Event description:
It was reported that the devices, upon removal, had left what appears to be a cautery burn mark. Procedure was finished with no new devices. No additional measures were taken. There were no pt consequences. 6/12/2000 device was received for analysis.